Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The affected device was requested back for investigation. Results of the investigation revealed that the failure could be reproduced and a disconnected photoelectric barrier has been identified as the root cause of the reported event.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm was not moving anymore. There was no report of patient injury.